Event description:
The customer reported via phone call that she had a full-blown diabetic seizure when her ex-boyfriend came over. He could not get the customer up and off the floor, so he called 911. Customer did not want to go to the hospital. Customer stated that the incident occurred during the last week in (B)(6). Customer's blood glucose was 23 mg/dl when the paramedics arrived. Customer was treated for her low blood glucose. Customer could not walk straight for a while because of how long she was low. Paramedics were with her for a few hours before they were finally able to get her up to 72 mg/dl. Customer stated that the sensor was reading in the 150's mg/dl. Customer stated that she is very brittle and her health care professional said that she was too brittle for the sensors. Her doctor told her to stop wearing the sensors because of the calibration issue. Customer had a busy day at work and did not eat until later on the day of the 911 call. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.